Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump under delivered a dose of intravenous immunoglobulin (ivig). The patient's initials are (B)(6), born on (B)(6) 1969, male, white 182.98 lbs. Infusion got cut short. The event occurred during infusion. No patient injury was reported. The event occurred during infusion.